Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarms no delivery. The blood glucose reading at the time of the event was 400 mg/dl. Customer had a baby. Customer is feeling dehydrated. Insulin drips out after the motor stops. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.